Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was placed on extracorporeal membrane oxygenation (ECMO) on (B)(6) 2019. Air was introduced into the circuit. It was thought be originated from the cannulation site, IV, cavitation from high negative pressures. Pump speed was 2800 rpm and was decreased to 2700 rpm with a flow rate of 490-450 ml/min. However, it was later analyzed to be a nursing mistake. The nurse¿s med line was introducing air via the patient's central line. Since the patient was cannulated in internal jugular vein near the central line, air ended up in the venous line. The issue resolved as the nurse was instructed to flow no air in the med lines and make sure to use an occlusive med delivery system.